Manufacturer narrative:
One cadd solis vip pump was received with minor scratches on the lcd lens screen. The event history log was reviewed and there was a "cassette not attached properly" alarm. Functional test was conducted; a cassette was attached and the reported error was able to be duplicated. There was a cassette not attached error alarm during the functional test. Mu showed a nonreactive downstream occlusion (dso) sensor. The dso sensor was defective and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a cassette alarm. There was no reported adverse event.